Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Event description:
New information received notes that the infection was not related to the device or procedure. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that infection was observed. The device system was explanted. The patient's condition was unstable.